Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings: the complaint that the pump audible sound was intermittent was not able to be duplicated during investigation. The audible sound responded appropriately during boluses. No defects were found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. The reporter alleged that the pump's audio tones would occasionally not work during boluses. Reportedly, the battery was replaced and the audible tones were still not functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.